Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that patient received inappropriate shocks. Increased capture threshold and decreased sensing were observed. Dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced.